Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. A field service engineer powered down the station and the refrigerator, then used the key to turn off the refrigerator battery, turned the battery back on and, once the temperature display appeared, powered the station back on. Upon boot, the application successfully detected the refrigerator, and the customer was able to recover it. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator door was failed to open. Customer tried to reboot the refrigerator, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy. There were no adverse events or injuries reported based on this event.